Event description:
Caller reported a cartridge alarm 30 and confirmed there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer had previously reported cartridge alarms with consecutive cartridges, and cts decided to replace the pump. Customer had a backup insulin pump to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and sent a replacement pump, instructing the customer on returning the problematic pump. Customer acknowledged the instructions and understood the steps required upon receiving the new pump.